Event description:
The healthcare professional reported injecting 0.8ml of smooth into the neck lines. The patient presented with lumpy, clumped filler along the neck lines approximately five (5) days post injection. The patient was treated with hyaluronidase to dissolve the filler and soften visible bumps. The healthcare professional believes the cause of this case is related to the depth of injection and is not a product issue. Safety database reference number (B)(4).